Event description:
It was reported that the guide wire tip separated. No other info was available. However, based on the condition of the returned guide wire it appears to have been used in the pt. It is unk when the guide wire separated or if it separated in or outside the pt. However, there was no pt injury reported.